Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. Each 16fr sheath was inserted through the left and right common femoral arteries. After stent graft placement, decreased blood flow into the left internal iliac artery was observed. There was no unintentional coverage of the left internal iliac artery by the implanted excluder leg. No treatment was performed. At the time of wound closures, doppler examination showed decreased blood flow into the right and left lower extremities. Since the patient's left and right common femoral arteries were highly calcificated, the physician thought that the perclose suture placement was insufficient. As treatments, endarterectomy was performed on both sides. After that, the left lower extremity showed improvement in blood flow. The right lower extremity showed some improvement but not resolved. Angiography revealed a kink of the native vessel (right external iliac artery) where the distal side of the right excluder leg. A bare metal stent was implanted additionally to treat the kink in the vessel. There was no kink reported in the implanted device. The patient tolerated the procedure. Reportedly that both common femoral arteries were poor condition. Endarterectomy was performed near the sheath insertion site on both right and left sides. It was also reported that the possibility of intimal injury due to the sheath cannot be completely ruled out.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.